Event description:
The patient further reported that they were still doing kegel exercises. The stated they were currently at 1.7 and not feeling anything. They had it at 1.8, but it was uncomfortable. It was noted that the patient was feeling discomfort and not pain at 1.8. The patient had felt the flutter, but what they were feeling wasn't comfortable. They had seen their doctor last week, and the doctor suggested going to see the occupational therapist again to make sure they were doing the kegel exercises correctly. It was indicated that the patient had tried programs 1-3 and felt stimulation in the bicycle area towards the front in the upper right. It was noted that the patient had a doctor's appointment on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
The patient later stated not working as expected. It is better than before but not a big difference. The patient was currently working with doctor and wanted to try additional programs; they had 3 program changes done already.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
The consumer reported on (B)(6) 2015 that they had a loss of therapeutic effect and leakage. The patient saw her doctor on (B)(6) 2015 and had her stimulation increased from 1.2v to 1.3v. Immediately following this adjustment the patient had a small amount of leakage and had to wear a small pad, but she did not have concerns with her device or therapy and stated that her issues were resolved. A few days after the adjustment the patient had no stimulation sensation (it did come on for one brief second) and had leakage (no more than she had previously). The patient was very frustrated from trying to deal with her stimulator and also kept getting the poor communication screen. It was reported that she may have been getting the poor communication screen due to pocket swelling. Additional information received from the consumer on 2015-11-04 reported that she had an x-ray done in (B)(6) 2015 and they found that the lead was out of position. As a result, she had a new implant done. There was no symptom relief. The diagnostics/troubleshooting performed was an x-ray. The interventions/actions taken to resolve the issue were program changes and an impedance check. It was unknown if it was resolved at the time of the report. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the lead revealed no significant anomaly and that the lead body was crushed. (B)(4).